Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified common femoral artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon fifth inflation at 10 atmospheres for 20 seconds. The procedure was completed with another of the same device. No patient complications were reported.